Manufacturer narrative:
The unit was received with intermittent button response due to corroded keypad traces. No moisture damage found on the electronics, motor, vibrator and battery tube assembly. Also received with cracked case at the display window corner, cracked reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 61 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.